Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no system issue when the instrument issue occurred. The target tissue was incarcerated fat within a recurrent inguinal hernia. The jaws were closed on tissue when the issue occurred, the tissue was grasped with the strong grasp of the force bipolar, and the jaws did not open. The release key was attempted to be used to get the instrument out of the body, but it just rotated the grasper without opening the jaws. Another instrument was used to pry open the jaws. The instrument was grasped onto the tissue to attempt reduction from the hernia. The strong grasp strength was activated, and the tissue was placed under traction. The force bipolar tip moved in an unusual manner, the instrument coming from the patient¿s left and was pulling down with the wrist straight. When the issue occurred, the wrist bent to the left without a corresponding movement on the master controller. It felt like the wrist stability ¿failed¿ and the wrist flexed left when the instrument body moved down. When the odd movement occurred, the surgeon tried to release the tissue and pull the instrument back towards the trocar. The jaws did not open, and a small amount of fat was torn from the tissue when the instrument moved. A small piece of fat was stuck in the jaws. Outcome was acceptable with no long-term complication. The case was completed robotically with a new force bipolar instrument. No additional intervention was needed. There was a very small amount of bleeding from the tissue which was taken care of with monopolar electrocautery (curved monopolar scissors). The patient recovered without incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned and analyzed, and/or if additional information related to the event is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was in the process of reducing some incarcerated fat out of a medial recurrence of an inguinal hernia using a force bipolar instrument. When activating the "strong" grasp and pulling on the fat, the instrument moved into an unusual configuration where the jaw joint became "dislocated". The force bipolar would not open, even with attempted use of the release tool. The instrument had not been used in a manner outside of the norm/guidelines, including no instrument/instrument use to clean another, etc. It was quite difficult to remove the instrument because the dislocated joint would get caught on the trocar wall. A needle driver instrument was used to block the joint from the wall of the trocar. Then, with the joint in the trocar, we could pull it out. The instrument was reportedly cleaned and set aside to send for investigation. No other details related to the procedure outcome are available as of the date of this report.